Event description:
A malfunction was reported with the customer's pump, leading to the customer's blood glucose level reaching 525 mg/dl. The customer took corrective action by administering a correction injection using multiple daily injections (mdi) and did not require assistance from a third party. The pump was under warranty, and tandem technical support arranged to replace it with a model featuring updated software. The customer was given instructions for receiving and returning the pumps, which they understood and acknowledged.